Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, following placement of the lead the testing through the analyzer and through the device confirmed high impedance and a failure to capture the lv myocardium at any output through lv4. Appropriate impedance and threshold were established through all other poles. Following confirmation of the device function an angioplasty wire was inserted into the lv lead and left in the target branch at which point the lv lead was removed and replaced with a lead of the same model number back loaded over the angioplasty wire to replace the lv lead in the target vessel. The replacement lead function through all 4 poles was confirmed via the analyzer and through the device. No patient complications have been reported as a result of this event.